Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
The patient came in to the clinic with evidence of an infection. The patient was followed and then on (B)(6) 2015 came into the dr's office and it was decided that the device and leads be removed.